Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor's failed incoming testing. The cause for the failure was isolated to defective u1 and u7 components on the ca board. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.